Manufacturer narrative:
(B)(4): during evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The product analysis lab (pal) evaluated the device. The device was not determined to meet functional performance specification requirements. The cause was determined to be malfunctioning pump assembly due to fluid intrusion. The device will be scrapped. This complaint is related to (B)(4). If additional relevant information is received, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth current leakage test. Device failed during evaluation, no patient involved.